Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. At a later date, the lens was exchanged with resolved the problem. Cause of the event is unknown. A work order search found no similar complaint types. It should be noted that the surgeon selected a different lens size than that suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
(B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic broken and bent. Dimensional length inspection found the lens to be within specifications. Dimensional length was with in specifications. Unable to perform dimensional width inspection due to haptic damage. Claim: (B)(4).